Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the broken handle on the monitor cart. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600-- system has a broken handle on the workstation (monitor cart). There was no report of patient injury.